Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, many episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Recommended programming changes will be made.

Event description:
New information received notes that the recommended programming changes were made. Patient was doing well when the patient left clinic.